Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 07/07/2017. The cartridge lot expired prior to complaint registration; therefore, retain testing could not be completed. Investigation: the device history record for this lot was reviewed. The lot passed finished goods release criteria. Assessment: there is not enough information to determine whether an I-stat product malfunction occurred. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded unexpected results on a female patient. There was no additional patient information available at the time of this report. I-stat: 4.6. Cs5100: 2.58. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).